Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. Device status unknown.

Event description:
Healthcare professional later reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6a.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on patch/shell bond edge side assessed as unidentified (tear) opening. (Shell thickness within specification). As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "hole on patch side." Device has been explanted and replaced.